Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the connected modem cable was damaged and caused the device to power off. Physio-control replaced the modem cable and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. UDI: (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off automatically when it was used to monitor a patient in an ambulance. There was patient use associated with the reported event however, there was no negative patient outcome.